Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch mini lancing device had stripped or damaged threads. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on (B)(6) 2012 at 12pm. The patient reported that he manages his diabetes with diet, exercise and oral medication (type/dose unknown) and denied making any changes to his normal diabetes management as a result of the alleged issue. The patient informed the cca that on (B)(6) 2012 between 12:30-1pm he felt shaky. The patient denied seeking any treatment in response to the alleged issue. At the time of troubleshooting, the cca confirmed there was no misuse of the product. The cca also noted that the subject lancing device had been used by the patient for 1 year and 3-4 months. Replacement product was sent to the patient. This complaint is being reported because, the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Patient returned mss call on (B)(6) 2012 at 7:45 a.m. The patient reported that he developed symptoms of feeling shaky after he was unable to test with his onetouch ultra 2 meter due to a power issue. Please refer to MFR report #2939301-2012-04866. It is not known if the alleged issue with the subject lancing device was discovered before or after the onset of symptoms. The patient reported treating himself with orange juice and stated that he felt better 25-30 minutes later. Prior to the onset of symptoms the patient did not make any changes to his usual diabetes management as a result of the alleged issue with his meter. This complaint is being reclassified as a malfunction because the patient confirmed that the alleged lancing device issue did not cause or contribute to the onset of symptoms nor was it the reason he discontinued testing his blood glucose. In addition, the patient reported that the power issue began in (B)(6) and reported that the alleged lancing device issue began on (B)(6) 2012.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.